Event description:
It was reported that the pt underwent a plif at l2-l5 using posterior fixation. While the surgeon was inserting a pedicle screw at right l4, the screwdriver slipped halfway through the insertion. The surgeon tried to engage the pedicle screw using other screwdrivers, however, the hex of the pedicle screw head became "wany" and no longer could firmly engage to any screwdrivers. The surgeon could neither continue to insert the screw nor to remove it, even though the screw should have gone 5mm deeper. The doctor left the screw 5mm proud and installed the rod. No pt injury was reported.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We were unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.